Event description:
It was reported that during a gastric bypass procedure while performing anastomosis some staples remained in the cartridge. The staples were malformed. During testing by air there was leakage. Sutures were used to complete the case and correct the leakage. There was no consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.